Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient reported that the device did not work and another unspecified device was implanted in 2011. The patient reported that she experienced mesh erosion in the vagina and integrated mesh into the back wall of the bladder. The patient also experienced groin, hip and back pain, urinary tract infections, dyspareunia, stress incontinence, discomfort when sitting or standing for long periods and exacerbation of immune response to mesh. The patient has experienced an overall decrease in health, quality of life and marriage. The patient underwent partial mesh removal on (B)(6) 2017. No additional information is available.